Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked from an unspecified location. The leak was described as a white substance in the pump which looked like a leak of fluid that had dried. This issue was observed during final check before patient use. The device contained 3150mg flourouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between september 7, 2023 and september 11, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which showed a speck of white crystallized drug located next to a closed fill port cap. The reported condition was verified. Specks of liquid drug may have inadvertently dropped near the fill port area during the filling step then as the liquid dried up, it turned into white crystallization. The cause of the condition could not be determined; however, based on historical data the most probable cause was due to a user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.